Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003, repair of incisional hernia with composix kugel mesh. On (B)(6) 2003, office visit notes, reevaluation after incisional herniorrhaphy. The wound is healing quite nicely without signs of infection and with good cosmetic results. On (B)(6) 2007, excision of composix kugel mesh. It was noted that "the mesh was markedly wrinkled on itself with multiple dense adhesion to it."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned; therefore, the mesh could not be evaluated to determine why it was found to be "wrinkled on itself." With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide product identifiers which were not previously provided to davol. With the information provided no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.